Event description:
It was reported that the patient experienced difficulties with charging, requiring them to adjust the cable to achieve a proper connection, and also noticed issues with the touchscreen calibration, as it did not respond accurately to inputs. There was no adverse impact to the customer¿s blood glucose level. No further troubleshooting or assistance was requested by the patient.